Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109, 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. The implant was not not returned. The reported event of damaged threads (implant) could not be verified since the implant was not returned. Based on the evaluation implant malfunction could not be verified. There are no existing nonconformance / CAPA / hhe/d / ie / product holds against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable events or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when the unit left zimmer biomet. DHR review for the lot (63482651) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the lot (63482651) for similar events and no other complaint was identified. The reported event could not be recreated as the implant was not returned. Based on the investigation and risk review, the most likely cause determined from the investigation is excessive torque applied during placement or clinician error. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device remains implanted

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp- cmp-(B)(4). Additional PMA/510(k) number k011028/k013227. Last/given name unknown / not provided. Device remains implanted.

Event description:
It was reported that the implant threads were compromised at tooth #18. The doctor cleaned out the implant threads and everything looked in tact.